Event description:
An endurant abdominal iliac stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology are unknown. It was reported that after the bifurcated stent graft was deployed it was observed that the ipsilateral limb bowed; however, it was confirmed that there was no kink present. Additionally a blush on the final angiogram run at the level of the flow divider on the ipsilateral side was observed. Balloon remodeling was performed and ruled out a type I and type iii endoleaks. The physician could not discern whether there was the presence of a type IV endoleak, or if the fabric of the graft had been compromised. A 16x16 endurant iliac limb stent graft was implanted to reline the ipsilateral limb and this resolved the endoleak. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak). Lack of information (unknown type and cause of endoleak). Evaluation, conclusions: lack of information (unknown type and cause of endoleak).